Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 the patient underwent the primary procedure. Transverse connectors were implanted. On (B)(6) 2022 a removal procedure was performed. When either 04.614.515s (lot # h726297) or 04.614.516s (lot # h715939) was removed during the procedure, the connector and a setscrew stuck together, and the surgeon had difficulty in detaching them. Then, the connecting area on the connector broke. A fragment was removed from the lesion, and the procedure was completed more than 30-minute surgical delay. No further information is available. Concomitant device reported: unk - locking/set screws (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device ti toploading transconnector med-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: mni, kwp, mnh. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the ti toploading transconnector med-sterile was broken. The broken fragments were returned for examination. No other problems identified. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ti toploading transconnector med-sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: review of the device history record(s) for part # 04.614.516s, synthes lot # h715939 showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.